Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a revision on (B)(6) 2020 to add a lead to the existing system for better coverage, the physician was not able to obtain the better coverage they were hoping for; therefore the lead was not used and was discarded.